Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device during a diagnostic procedure of the cfa. The physician was unable to remove the device, however, was eventually able to pull it out. Hemostasis was achieved by the starclose device. No additional information is available.

Manufacturer narrative:
Evaluation summary: a malfunction was identified. The investigation of the returned device revealed a failed pusher body to shaft nylon joint bond. No other abnormal observation was detected on the returned device. The device history record review did not produce any relevant information for this report or assist with the overall root cause.